Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (fault while charging) has been confirmed. Upon evaluation, the u13 processor was corrupted on the bedside board. The cause of the fault while charging is the defective processor. The root cause for the defective u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's battery charger/modem was producing faults while charging.